Event description:
It was stated that the femoral nerve catheter was completely drained but, the sciatic nerve catheter was about half drained. Extremely high pressure was encountered when attempting to bolus the sciatic nerve catheter. New filter installed and connected, flushed without problem, but after connecting it to the catheter, the same problem occurred: very high pressure and not flushing. Another attempt with a new connector/filter from an epidural pack with the same problem. There was patient involvement.

Manufacturer narrative:
B3: date of event is unknown. No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations.